Manufacturer narrative:
The customer¿s report of the spike breaking was confirmed. The report of pieces of the spike tip being observed in the IV bag was not confirmed. Visual inspection showed that the tip of the spike was sharply bent and broken off and had been taped to the side of the remainder of the spike. The IV bag received was nearly empty and no pieces of the spike were seen in the bag. The root cause of the damage could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a heparin infusion, pieces of the IV spike point were observed in the medication bag. The second shift rn noticed small pieces of the spike in the bag, stopped the infusion, and obtained a new set up to continue the patient¿s infusion. No patient harm was reported. The bag and tubing were saved for investigation, and a piece of the spike from the bag was also taped to the outside of the bag.